Event description:
Physician was performing circumcision on pt when the bell of the clamp pulled through the base. The pt suffered from increased blood loss, but no permanent damage. Staff examined the pieces of the clamp and discovered that a 1.3cm bell had been packaged and sterilized with a 1.45 cm base, therefore allowing the bell to pull all the way through the hole in the base, the pieces in question are completely disassembled for sterilization. They had been colored coded for ease of size recognition but the tape was discolored and worn. The sizes were also engraved in the pieces, but due to wear, were hard to read. Exact pieces used in case were not held for further examination. All test were performed on like units.